Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirm via x ray as the patient did not adhere to arm motion restrictions. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.